Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
As per sales rep, during a non stryker revision, the restoration rms modular system extraction tool would not allow proximal body to be removed. Tool that allows to disassociate proximal body worked but when you tried to remove proximal from tool it could not be removed. Sales rep alleged that malfunction of thread did not allow removal of proximal body from tool. Surgeon used additional tool to remove proximal body.

Manufacturer narrative:
Additional information: returned to manufacturer on an event regarding disassembly issue involving a restoration modular body/stem separator was reported. The event was confirmed. Device evaluation and results: the device was received and was found to have scratches throughout the surface indicative of heavy use. The jack screw and puller are disassociated from each other with collet assembled to puller. The adaptor end of the device was damaged. The tip of the instrument which connects to the implant showed damage near it's base. Mar engineer stated: the threaded end of the extractor was likely tightened instead of loosened as those threads are left-hand threads. The device could not be disassembled upon receipt indicating that the connection was overtightened. No material or manufacturing defects were observed. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification complaint history review: no other events were reported for the lot indicated. Conclusions: the visual inspection and an examination by the mar team concluded that the threaded end of the extractor was likely tightened instead of loosened as those threads are left-hand threads. The device could not be disassembled upon receipt indicating that the connection was overtightened. No material or manufacturing defects were observed.

Event description:
As per sales rep, during a non stryker revision, the restoration rms modular system extraction tool would not allow proximal body to be removed. Tool that allows to disassociate proximal body worked but when you tried to remove proximal from tool it could not be removed. Sales rep alleged that malfunction of thread did not allow removal of proximal body from tool. Surgeon used additional tool to remove proximal body.